Event description:
The consumer reported she had bleeding on (B)(6) 2016 and was recommended to go see the physician. She had bandaged changed to a pressure bandage by a nurse to address the bleeding two days following the bleeding. It was noted the patient also could not feel stimulation on (B)(6), so she increased amplitude to 1.3. The patient then felt it in her pelvic floor and also down the back of her right leg, but it went away. She increased again to 1.7, which caused pulsing down the back of her right leg, and the lower leg and foot were numb (in addition to stimulation in pelvic floor). It was noted the patient's original urinary symptoms did not do well, but seemed to be improved now. The patient was to start on 2v, but noticed her setting was less than 1v when she began. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Additional information received from the patient reports the steps taken to resolve the fading stimulation sensation and the stimulation in her leg was decreasing amplitude. Simple adjustment with the controller. The fading stimulation sensation and the stimulation in her leg was resolved. Additional information received from the patient reports the first stimulator placed (B)(6) and failed. Patient had a revision. During the revision, there were no allegations of system use issue. Event date for patient reported her incision came open and her ins came out after her first implant was on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.